Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that post-implant the threshold increased and sensing decreased on the right ventricular lead, and that there was a perforation. The patient also had been in the hospital since the implant with complicaitons of pneumonia and pericardial effusion. The lead is still in use. No further patient complications were reported as a result of this event.